Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump had a settings/history issue. The reporter claimed that a health care provider (hcp) printed out a 30-day record and noticed that some blood glucose (bg) readings did not print out. Upon reviewing the pump's history for bg values, the animas representative involved in this contact noted that the patient had not bolused for dinner on (B)(6) 2012. His hours of sleep bg level was "526 mg/dl." It is unknown why the patient did not bolus that evening. The patient reportedly called the reporter while she was at work and complained of not feeling well, and having abdominal cramps, a headache, and nausea. The patient was reportedly sick all day on (B)(6) 2012. They thought he might have had the flu or a stomach virus. The patient kept giving insulin and changed his site at an unspecified time during the time of concern. The patient's bg started coming down. The animas representative also noted that the patient was not always doing a bg and was only inputting carbs or using the normal bolus feature of the pump. The pump's tdd and bolus history were reviewed and the dates were not out of sequence. The pump and meter coincided with the readings. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that he patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with the pump's history. In addition, during the time the patient might have had a flu which can attribute to elevated bg levels.

Manufacturer narrative:
(B)(4): no insulins delivery defect was found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. Unrelated to this complaint, the label was coming off.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.